Event description:
The dr reported that a posterior capsule tear occurred in the I/a mode when he released the footpedal to the #2 position. The procedure was completed; an anterior vitrectomy was not required. The lens positioned well and was not subluxated. The dr inspected the ia/ tips and found no burns or other issues. The pt had a postoperative diagnosis of steroid response. Her iop the day after her surgery was 40. The surgeon put her on omnipred and comp-I-gan.

Manufacturer narrative:
The co svc rep examined the sys and no problem was found. The sys was then tested and met all prod specs. No samples have been returned for investigation. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 12/19/2008.